Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced a connection issue with the ilet bionic pancreas, with the sensor remaining in pairing mode until the user restarted the ilet, after which the sensor connected and glucose levels were displayed. No clinical signs, symptoms, or conditions were reported and blood glucose remained unaffected. Outcomes included no impact to health and no medical intervention. User support included guided troubleshooting and education, including sensor setting toggle and a device restart. Investigation of this case revealed a temporary pairing failure between the continuous glucose sensor and the ilet that resolved with a restart, consistent with intermittent communication or software pairing behavior involving the ilet receiver interface. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication/pairing issue corrected by standard troubleshooting.